Event description:
It was reported during use that cs300 intra-aortic balloon pump (iabp) failed automatic inflation. There was no patient injury or harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block (B)(6).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d8, h6 (type of investigation).

Manufacturer narrative:
Corrected field : h6 ( medical device ¿ problem code ). Updated fields: b4,b3, e2,e3, d9,g1(contact person ¿ mfg site), g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. The hospital did not ask getinge to repair it, so it found a third-party repair company to do it.